Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the olympus vishot 1 caused the sheath to fray when inserted during an endobronchial ultrasound diagnostic procedure involving an olympus single use aspiration needle. The damage occurred on insertion of the needle. There was no patient injury reported.